Event description:
Patient was an infant male. After the patient was intubated, the hub on the ett came off the tube. They had a difficult time keeping the hub attached to the ett because it was so loose. They even tried using a hub from a size 3.5 ett, but that too was loose. We have removed all ett¿s with this lot number from the respiratory airway carts and stocked supply in the workroom.